Manufacturer narrative:
The device was in use for treatment. The ventricular lead was capped (taken out of service), and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The instructions for use (IFU) informs the user of long term clinical experience for acute and chronic data measurements for pacing threshold, sensing threshold and impedance. In addition, lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that the patient was checked at the clinic on (B)(6) 2015 and at that time, everything was fine. On (B)(6) 2015 the patient was rushed to the ER with near syncope. The patient was having multiple pauses (6-10 sec), was vomiting and losing consciousness. It was reported that the patient is pacemaker dependent. At this time, the ventricular lead was capped (taken out of service). The lead was actively implanted for approximately 7 years, 7 months. On october 9, 2015, additional information received indicated a lead fracture.